Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gastrectomy - "when using the event unit with endogia (automatic suture instrument), the user sensed a little resistance. When he/she inserted the instrument, the septum broke. The user complained that applied trocars had never easily broken under similar conditions, not to mention trocars of other companies. The user doubted the septum strength. When recovering the event unit, our sales rep found the duckbill was cut off by a staff member of the procedure to check the septum damage. The cut septum was recovered by the sales rep and sent to (B)(4)." Patient status - "the patient was not injured."

Manufacturer narrative:
Investigation summary: the event unit and the torn off piece of the septum were returned for evaluation. Upon inspection, engineering confirmed that the duckbill was cut and that a portion of the septum had been torn off. No other damages or defects to the unit were noted. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.